Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker triggered a lead safety switch on both the right atrial (ra) and right ventricular (rv) lead due to high out of range pace impedances. The switch caused the leads to be programmed to bipolar, but reprogramming was performed to set them back to bipolar. The system then triggered another switch on just the rv lead, so the patient was brought back in and noise was observed on both the ra and rv channels. The noise was oversensed on the rv and resulted in asystole greater than two seconds. A revision procedure then occurred as the patient is dependent. The rv lead and pacemaker were both successfully replaced. The leads are a competitor's product. During the revision, the rv lead was tested via pacing system analyzer and the observations were confirmed. The ra lead was left in service and at implant, the impedances through the new pacemaker were noted to be in range at 465 ohms. No additional adverse patient effects were reported.